Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report # 1222780-2012-00242. Following 2 unsuccessful cavity integrity assessment (cia) tests, on an "abnormally shaped uterus" during a novasure endometrial ablation, the physician did a hysteroscopy and saw a uterine perforation. Visualization was poor and the physician could not determine the location of the perforation. The patient consented to having a laparoscopic assisted vaginal hysterectomy (lavh) if the ablation could not be completed and was performed. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is now known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).